Event description:
It was reported that patient has a loose femoral component so femoral component was removed and reimplanted. Components taken out: size 3 ps femur, 2 size 3/10mm distal augs and 2 3/5mm posterior augs and a 17x100 stem.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5570-s-040, triathlon total knee system offset adapter 4mm, lot code: m5e06at; cat. No.: 5565-s-017, tri press-fit stem 17mm x 100mm, lot code: m5l08k; cat. No.: 5543-a-300, tri post augment sz3 5mm, lot code: dsid; cat. No.: 5541-a-302, triathlon femoral distal augment 10mm - size 3 right, lot code: djwb; cat. No.: 5543-a-300, tri post augment sz3 5mm, lot code: eayv. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: no device evaluation could be performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the referenced lot. Conclusions: the exact cause could not be determined as further information such as the subject devices returned for evaluation, pre- and post-operative x-rays, pre- and post-operative reports, and follow up notes are needed in order to complete the investigation to determine the root cause.

Event description:
It was reported that patient has a loose femoral component so femoral component was removed and reimplanted. Components taken out: size 3 ps femur 2 size 3/10mm distal augs and 2 3/5mm posterior augs and a 17x100 stem.